Manufacturer narrative:
Sections d9 - date returned to mfg and h3 - device returned to manufacturer were updated. The test strips were returned for investigation. Testing was performed using glycolyzed blood. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No apparent reagent discoloration. Testing results indicated result outliers with the returned strips. Further analysis of these strips indicated electrode breakage as the cause for the failure. Failure analysis found leakage under the spacer layer of the strips. The issue is consistent with poor adhesion of the bottom film of the spacer which causes biased results. Adhesive inspection is done by the vision system during the strip assembly. If the issue was systemic then it would been caught during the release testing or during the end of roll quality samples visual inspection. Contamination found on the strips most likely caused the adhesive on the strip to be disturbed, which caused the leakage observed during investigation. Additional analysis was performed using gas chromatography, which revealed that the return strip was contaminated with a compound similar to butoxy-propanol. This compound was not present in the reference strips. Some industrial uses of these types of compounds include cleaners, soaps/degreasers, insecticides. Additionally, butoxy-propanol is not permitted to be used in the manufacturing process, therefore the contamination could not have been introduced during manufacturing of the strips and has been determined to be a result of customer mishandling. The investigation determined the issue to be consistent with product mishandling.

Manufacturer narrative:
Quality controls were run daily and were acceptable. The meters and strips have been requested for return. The product has not been received at this time. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. On (B)(6) 2021, for patient 1: at 5:02 am, the result from meter serial number (B)(4) was 135 mg/dl. At 9:14 am, the result from the laboratory was 345 mg/dl. At 11:39 am, the result was from meter serial number (B)(4) mg/dl. At 16:21, the result was from meter serial number (B)(4) was 179 mg/dl. At 21:38, the result was from meter serial number (B)(4) 24 mg/dl. At 21:42, the result was from meter serial number (B)(4) 18 mg/dl. Hypoglycemic protocol (juice and eight glucose tablets) was started. At 22:11, the result from meter serial number (B)(4) was 18 mg/dl. At 22:14, the result from meter serial number (B)(4) was 237 mg/dl. On (B)(6) 2021 for patient 1: at 01:46 am, the result from meter serial number (B)(4) was 12 mg/dl. At 01:51 am, the result from meter serial number (B)(4) was 240 mg/dl. The patient was given 4 units of insulin. At 06:22 am, the result from meter serial number (B)(4) was 134 mg/dl. On (B)(6) 2021, for patient 2: at 7:24 am, the result from meter serial number (B)(4) was 15 mg/dl. At 7:27 am, the result from meter serial number (B)(4) was 90 mg/dl. At 7:29 am, the result from meter serial number (B)(4) was 19 mg/dl. At 7:30 am, the result from meter serial number (B)(4) was 89 mg/dl